Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the spring. Additionally, the cannula and stylet outer tang widths measured out of specification. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation of the cannula. The investigation is inconclusive for the reported self-activation of the stylet, as functional evaluation could not be completed due to the identified self-activation of the cannula. The bent bumpers likely contributed to the incomplete cannula tang engagement and the self-activation. Additionally, it is possible that the out of specification cannula and stylet tang widths contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy, the device allegedly self-activated while fully primed. It was further reported that the procedure was performed with another device. There was no patient contact.